Event description:
It was reported that the bd peripheral IV catheter needle failed to retract. The following information was provided by initial reporter: "needle did not retract after while button was pushed"

Manufacturer narrative:
E.1. Address was not located and il was used. E.4. The initial reporter also notified the FDA on 26-oct-2023. Medwatch report is mw5146659. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.